Event description:
A doctor inserted essure into my body on (B)(6) 2008. I have significant changes in my health since that day, and seem to get worse as each day goes by. I have headaches, numbness in my fingers, toes and various spots on my body. I hurt so bad, and am so tired that I have been diagnosed with fibromyalgia and chronic fatigue syndrome. Prior to essure I was very active and had endless amounts of energy. I keep having sharp pains all over my body like someone is poking me with needles. I am nauseous. I have extreme brain fog, and have even lost my job due to brain not being able to be put in gear! I weigh more than I did when I was (B)(6) pregnant and my belly is so bloated. I also suffer from vertigo and have balance problems. Yes, I still have the device inside of me and you can have it back! I went it out so I can get my life back! Then you can study it and realize it should be taken off the market.